Event description:
A nurse noticed the evita 2 dura posted suddenly an audible alarm while using on a patient. The ventilator was set as CPAP/asb mode, apnea backup vent function was switched off. One and a half hours later the patient died.